Event description:
It was reported that the patient underwent a sling procedure in 2005. There were no intraoperative or immediate postoperative complications, and the patient had a normal voiding pattern. The patient was discharged one day later and there were no complaints or undue events at the 8-week follow up visit. At the 6-month review, the patient complained of de-novo urgency of mild severity with an onset of 12/2005. The patient was treated with ditropan from 12/2005 to 03/2006 and with ceris from 03/2006 to present.